Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometime within the last year, the hcp reports indicated that the patient had reported that ins was not working, the battery was depleted, and/or they could not activate MRI mode. However, when they spoke with pt within the last few weeks pt had reported that the stimulator is working now. Hcp looking to confirm status of ins. Additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported wrong transmission with wrong device. This was not due to normal battery depletion. The cause was determined that their devices got mixed up. They said the pain clinic figured it out. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.